Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut. The cut occurred at 20.3 cm and apparently happened during the procedure. The analyst commented that visual summary analysis of the lead indicated damage at implant. It was also commented that the helix extended and retracted as expected.

Event description:
It was reported during the implant procedure that the patient's right atrial (ra) lead helix would not deploy as evidenced by high pacing thresholds and high impedance. The ra lead was removed and another ra lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.